Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the homechoice cassette was loose and disconnected from the heater bag during setup of peritoneal dialysis therapy. It was further stated that the connector on the cassette line is faulty and does not fit on the connection to the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.